Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the during pm by the getinge field service engineer that the cardiosave intra-aortic balloon pump(iabp) failed pim/ disk membrane leak test and fill manifold leak test. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer the cardiosave intra aortic balloon pump (iabp) failed the pim /disk membrane leak test and fill manifold leak test. The fse replaced pim and corrected leak failure in disk membrane and fill manifold. No fault logs are available. Unit passed all functional and safety tests per factory specifications. He failure analysis and testing dept. Received part with a reported unit failure of the membrane leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual. Pn fails the pim leak test with a membrane differential pressure of 10mmhg. Possible cause of this is wear and tear or component reliability. Retaining the part in the failure analysis and testing department per procedure.